Event description:
It was reported that on 06/21/01 the patient had a left l4 discectomy ¿microsurgical technique. On (B)(6) 2001 the patient had a left l4 laminotomy with exploration of previous surgical site due to pain, nausea and vomiting resulting from what appeared to be recurrent herniation (per operative report). On (B)(6) 2005 the patient presented a lumbar MRI that revealed an l4-5, l5-s1 nhp with lateral recess stenosis. The patient had lumbar discography with post-discogram CT scan revealing concordant pain provocation inaudible translation l4-5, l5-s1 levels. L3-4 level is normalized. The patient reported having no relief form all conservative treatment measures including anti-inflammatories, analgesics, epidural injections, therapy and brace wear. Plain films revealed an l4-5, l5-s1 moderate disk space narrowing with instability. The patient underwent surgical procedure which consisted of: decompressive lumbar laminectomy, l3-4, l4-5, l5-s1. Bilateral medial facetectomies, l3-4, l4-5, l5-s1 with bilateral l4, l5, and s1 nerve root foraminotomies and subarticular decompression. Exploration of l4-5 laminectomy defect. L4-5, l5-s1 posterior lumbar interbody fusion with rhbmp-2/acs. L4-5 bilateral cage insertion pcr 10 x 22mm. L5-s1 bilateral pcr cage insertion 8 x 22mm. L4-5, l5-s1 bilateral posterolateral intertransverse fusion with autograft and rhbmp-2/acs. L4-5, l5-s1 segmental posterior instrumentation. Harvesting autograft. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
Concomitant products: legacy posterior instrumentation, (implant (B)(6) 2005; explant (B)(6) 2008), pcr cage, autograft (implant (B)(6) 2005). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.